Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Corneal endothelial cell loss and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced significant reduction of endothelial cell count or significant endothelial cell loss. Due to significant reduction of endothelial cell count or significant endothelial cell loss, the lens was explanted. This resolved the problem. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.